Event description:
It was reported that a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent was noted to be damaged upon removal from its packaging. The field reported that the distal portion of the sent was completely squashed and that the mid section stent crowns were also damaged. The proximal end of the stent was reported to be undamaged. It was reported that the stent was not implanted, but was put aside for return.

Manufacturer narrative:
(B)(4). Eval, results: root cause is undetermined. Stent deformation. Eval summary: the device was returned to medtronic galway for evaluation. The first six distal stent segments were intact and positioned on the balloon as per specifications; however there were gaps evident between the 5th and 6th segments. The remaining segments were severely deformed and stretched; the segments extended proximally over the distal shaft. The distal tip was damaged. A clear liquid and a hardened, crystallized substance were present in the inflation lumen. Blood residue was evident between the balloon folds. No further damage was noted. The account reported that the device was not used in the pt; however the presence of blood between the balloon folds and the presence of crystallized residue in the inflation lumen indicates that the device was prepped for use and loaded into the haemostatic valve and/or the guide catheter.